Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the distal end of the essure on the left side was under the serosa of the tube') and genital haemorrhage ('excessive bleeding/large clots') in an adult female patient who had essure (batch no. A02553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and nabothian cyst. Concomitant products included paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain"), procedural pain ("severe pain upon insertion"), alopecia ("caused hair loss"), dysmenorrhoea ("painful menses"), menstrual disorder ("large clots"), rash ("rashes") and allergy to metals ("metal sensitivity"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, arthralgia, procedural pain, alopecia, dysmenorrhoea, menstrual disorder, rash and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menstrual disorder, procedural pain and rash with essure. The reporter considered embedded device to be related to essure. The reporter commented: hospitalisation, disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Insertion date (B)(6) 2012 discrepancy noted. Right tube: 2 coils. Left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: uterus with cervix and bilateral fallopian tubes, resection chronic cervicitis and nabothial cysts, late secretory endometrium with pseudodecidual reaction and histologically unremarkable myometrium, fallopian tubes showing hydatid cysts. Medical devices of the fallopian tubes (essure devices).. Lot number: a02553, manufacturing date: 2012/04, expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5081563) on 07-dec-2018. The most recent information was received on 24-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the distal end of the essure on the left side was under the serosa of the tube') and genital haemorrhage ('excessive bleeding/large clots') in an adult female patient who had essure (batch no. A02553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and nabothian cyst. Concomitant products included paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain"), procedural pain ("severe pain upon insertion"), alopecia ("caused hair loss"), dysmenorrhoea ("painful menses"), menstrual disorder ("large clots"), rash ("rashes") and allergy to metals ("metal sensitivity"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, arthralgia, procedural pain, alopecia, dysmenorrhoea, menstrual disorder, rash and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menstrual disorder, procedural pain and rash with essure. The reporter considered embedded device to be related to essure. The reporter commented: hospitalisation, disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Insertion date (B)(6) 2012 discrepancy noted. Right tube: 2 coils. Left tube: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: uterus with cervix and bilateral fallopian tubes, resection chronic cervicitis and nabothial cysts, late secretory endometrium with pseudodecidual reaction and histologically unremarkable myometrium, fallopian tubes showing hydatid cysts. Medical devices of the fallopian tubes (essure devices).. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received : reporter, lot number added, rcc updated. New event added: embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5081563) on 07-dec-2018. The most recent information was received on 19-oct-2021 this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the distal end of the essure on the left side was under the serosa of the tube') and genital haemorrhage ('excessive bleeding/large clots') in an adult female patient who had essure (batch no. A02553) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and nabothian cyst. Concomitant products included paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain"), procedural pain ("severe pain upon insertion"), alopecia ("caused hair loss"), dysmenorrhoea ("painful menses"), menstrual disorder ("large clots"), rash ("rashes"), allergy to metals ("metal sensitivity") and tooth fracture ("been eating and all of a sudden tooth just broke off:yes both lower back molars"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, arthralgia, procedural pain, alopecia, dysmenorrhoea, menstrual disorder, rash, allergy to metals and tooth fracture outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menstrual disorder, procedural pain and rash with essure. The reporter considered embedded device and tooth fracture to be related to essure. The reporter commented: hospitalisation, disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Insertion date (B)(6) 2012 discrepancy noted. Right tube: 2 coils. Left tube: 3 coils . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: uterus with cervix and bilateral fallopian tubes, resection chronic cervicitis and nabothial cysts, late secretory endometrium with pseudodecidual reaction and histologically unremarkable myometrium, fallopian tubes showing hydatid cysts. Medical devices of the fallopian tubes (essure devices).. Lot number: a02553 manufacturing date: 2012/04 expiration date: 2015/04. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event: "been eating and all of a sudden tooth just broke off:yes both lower back molars" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5081563) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("excessive bleeding/large clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain"), procedural pain ("severe pain upon insertion"), alopecia ("caused hair loss"), dysmenorrhoea ("painful menses"), menstrual disorder ("large clots"), rash ("rashes") and allergy to metals ("metal sensitivity"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, arthralgia, procedural pain, alopecia, dysmenorrhoea, menstrual disorder, rash and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menstrual disorder, procedural pain and rash with essure. The reporter commented: hospitalisation, disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.